Event description:
It was reported that a cartridge alarm 0 occurred. Reportedly, a cartridge was successfully loaded after the pump was reset. Additionally, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. The customer's blood glucose level was 115 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.